Manufacturer narrative:
Additional information was received on 07-nov-2021 and the patient outcome of the adverse event was reported as improved. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
During a post market clinical trial, non-biosense webster inc. (Bwi) sponsored, it was reported that a (B)(6) male ((B)(6), 173cm) patient, underwent a paroxysmal atrial fibrillation ablation procedure on (B)(6) 2020, using a smart touch sf catheter and suffered atrial tachycardia. On (B)(6) 2020, occurrence of atrial tachycardia was observed. On (B)(6) 2020, relief of atrial tachycardia was noted. Occurrence of atrial tachycardia was once again observed on (B)(6) 2020, and on (B)(6) 2020, relief of atrial tachycardia was noted. Per the study investigator, the level of seriousness was considered as ¿serious¿. The severity/degree was reported as ¿serious (those that require hospitalization or extension of the existing hospitalization period)¿. It was also reported that there may be a relationship between the adverse event and the device, as well as the procedure.